Manufacturer narrative:
The device involved in this event is not distributed in the USA, therefore 510k is not applicable. (B)(4). This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint on (B)(6) 2021 that occurred in the workshop during inspection within the emea region. The reported complaint of "steel element pierce the ift [insertion flexible tube] at 21cm" involving pentax medical video colonoscope, model ec-3890fk, serial number (B)(4). The colonoscope needs to be returned and the insertion flexible tubing replaced.